Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient did not feel stimulation. Increase amplitude. Regarding does patient feel stimulation in the correct area (i.e. Bike seat), it was noted: yes. Troubleshooting resolved reported issue. Pt states since thursday she hasn't felt the stimulation. Pt is having return of symptoms. Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Event description:
(B)(4). Additional information was received indicating that the patient had a lack of efficacy since implant. Stimulation was increased during the report, and it resulted in little improvement. The patient increased the stimulation to the highest, comfortable setting and will follow-up with healthcare provider if needed to discuss symptom control. Further information noted that the patient was only feeling stimulation every once in a while. The issue was still unresolved with the patient going to the bathroom several times per day. The patient was wondering if there could be a loose wire in the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.